Event description:
A report was received that the pt was explanted, due to pain and tenderness at the ipg site. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted ipg and the lead found no anomalies or deviations potentially related to the event that occurred during mfg. This is the final report.